Event description:
It was reported that the patients right ventricular (rv) lead triggered a high impedance alert. A possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 3257-40, competitor ICD, implant: (B)(6) 2013. (B)(4).